Event description:
It was reported through the attorney for the patient , as a result of a legal claim, that allegedly "on (B)(6) 2005, the patient had a right knee replacement surgery with depuy manufactured implants and stryker surgical simplex bone cement." It was further alleged that, "the knee system including the bone cement allegedly failed requiring the patient to undergo a revision."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time. The devices are not available due to the ongoing litigation.